Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that while in a spine procedure, their navigation system was alleged to be inaccurate. No specific measurement, or direction, of the alleged inaccuracy was provided. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to discontinue the use of their navigation system to continue the procedure to completion. Delay in therapy was less than one hour. There was no impact on patient outcome.